Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed, several intermittent suction events within the analyzed period. Four low flow alarms have been logged since (B)(6) 2021. Information provided by the site revealed, that the ventricular assist device (vad) exhibited vibrations that the patient felt in their chest when moving or standing up. A computerized tomography (CT) scan had no significant findings. The reported "vibrations" event could not be confirmed, due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, a possible cause of the observed, low flow/suction event may be attributed to multiple factors including, but not limited to thrombus at the inflow cannula, poor vad filling and/or inappropriate pump rotational speed. Based on the risk documentation, the reported pump vibration event may be attributed to multiple factors including, but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump. Which allows contact with fixed or rigid anatomical structure. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the ventricular assist device (vad) exhibited vibrations that the patient felt in their chest when moving or standing up. A computerized tomography (CT) scan had no significant findings. The vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there were low flow alarms and vad low flows associated with low fluid intake. It was also noted that the chest vibrations that were felt by the patient when moving / standing up and were in line with the low flow alarms.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include low flow alarms and vad low flows associated with low fluid intake. Event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed several intermittent suction events within the analyzed period. Four (4) low flow alarms have been logged since 24/may/2021. As a result, the reported low flow event was confirmed. Information provided by the site revealed that the ventricular assist device (vad) exhibited vibrations that the patient felt in their chest when moving or standing up. A computerized tomography (CT) scan had no significant findings. Additional information received from the site indicated that there were low flow alarms and vad low flows associated with low fluid intake. It was also noted that the chest vibrations that were felt by the patient when moving / standing up and were in line with the low flow alarms. The reported "vibrations" event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, a possible causes of the low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, the reported pump vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.